Event description:
Customer reported maxplus clear disconnected from the infusion and there is leaking on the bed. There was no pt harm or no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. Because the customer did not record the device lot number and no products were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.